Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: it was reported that black debris was observed within the syringe. One physical sample was provided to our quality team for investigation. Through visual inspection, black particles were observed to be embedded within the barrel, verifying the reported concern. A device history review was performed for reported lot 2505090, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Products from this manufacturing line are routinely sampled and subjected to visual and functional inspections throughout various stages of production, in accordance with established procedures. No issues related to the reported concern were identified during these inspections. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. Retained samples of the reported lot were used for additional evaluation. All product was inspected and no particles or other contamination was observed within any of the devices. Although no direct issue was identified, the observed material likely generated during the molding process. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: while preparing the syringe, black debris was discovered stuck to the plastic inside the syringe. This required the preparation of a new syringe and resulted in product loss. Could you confirm whether the particles are loose in the syringe? No, they are stuck to the plastic of the syringe could you confirm whether they are inside or outside the barrel? As we no longer have the syringe, we cannot give you any further details.